Event description:
Patient reported a left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed as fold flaw opening. Additional observations: crease fold is observed. Wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick.

Event description:
Physician confirmed rupture via MRI. Device has been explanted and replaced.